Manufacturer narrative:
All available patient information was included. Additional patient details are not available. Service inspected the analyzer, performed several troubleshooting procedures, and determined the syringe assembly to be the likely cause of the issue and replaced the part. Part replacement resolved the issue. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(4). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Event description:
The customer stated that a falsely elevated alinity I afp result of 152.29 ng/ml was generated for a patient sample that retested at 3.93 and 3.67 ng/ml. No adverse impact to patient management was reported.